Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating communication error at startup. The service engineer replaced the defective control printed circuit board according to the recommendations in the service manual. The ventilator was returned to the customer for clinical use after passed functional tests. When the returned control pcb was installed in the reference ventilator the reported startup error code was immediately confirmed. The control pcb was repeatedly restarting. Ventilation could not be started. Electrical measurements on the control pcb confirmed the problem. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup through the reported technical error code and during ventilation with related error codes. Audiovisual alarms will be generated. The conclusion is that the reported problem with a communication error at startup was confirmed during the investigation. This is considered an exceptional component failure although the failing component was not identified.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating communication error. There was no patient harm. Manufacturer ref. #: (B)(4).